Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when replacing the catheter, about 70 days after placement, the balloon was unable to deflate. Although the nurse cut the catheter, the balloon was still unable to be deflated. After taking an x-ray, a physician removed the catheter. It was later reported from medicon on (B)(4) 2018, after the x ray was taken, the physician pulled and removed the balloon. The balloon was not punctured.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. Received a piece of the catheter with an inflated balloon. The sample was evaluated and observed to have heavy salt accumulation around the snip eye and inflation lumen; this could have caused blockage which made it difficult for the water to flow through. A functional test was unable to be performed due to the sample condition. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[contraindications] method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Do not use in patients who are or have been allergic to natural rubber latex."

Event description:
It was reported that when replacing the catheter, about 70 days after placement, the balloon was unable to deflate. Although the nurse cut the catheter, the balloon was still unable to be deflated. After taking an x-ray, a physician removed the catheter. It was later reported from medicon on 14oct2018, after the x ray was taken, the physician pulled and removed the balloon. The balloon was not punctured. Additional information was received from medicon on 30-oct-2018, that there was no findings during the x-ray. The catheter was pulled and removed by the doctor.